Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned ins serial# (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep reported the patient stated that when the system is on they experienced shooting, jolting, burning and numbness in the inguinal, groin area, side and front area of the left leg, calf and thigh. At times, slight tingling sensation was felt in left foot when the system was on. When they walk, their left leg felt ¿heavy¿ with a shooting pain in groin. After the incident pain at the tail bone was being experienced. This occurred when the system was on and off. It was sensitive when touching on the area of the ins, it happened twice that it felt like wires pricking through the skin. The minute they press on the ins, a shooting pain goes down on the side from the hip down patient¿s left leg. The area around the ins hurt when touched. During patient¿s visit on wednesday the 20th with the rep, different types of programs were used to test the nerve or nerves. During this procedure patient felt a violent shock from the strong impulse. This system was switched off. Since then patient have had more discomfort together with the experiences mentioned above and the discomfort is more intense. Patient was attributing it to the strong im pulse. There is continuous numbness and a burning feeling at the back of the left leg. The area around the ins, felt hot on thursday, (B)(6) and saturday, (B)(6) that patient couldn¿t sleep at all. Sensation of warm fluid running inside patient¿s left buttocks was experienced. A continuous sensation of a thick thorn is also felt in the left buttocks. A shooting pain near the ins is experienced at times. Sleeping was difficult because of the tenderness and pain being experienced. All the symptoms returned since the system has been turned off. Patient get up between 4 and 6 times during the night to empty my bladder. Constipation is being experienced when the stimulator is off. The left foot also gets lump and when sitting for a while. Due to these symptoms they did not do anymore tests on impedance. (The impedance test preformed on the 20th of march did not show any impedance). The system has been removed on (B)(6) 2024 and will be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. The manufacturer representative (rep) reported that they have some patients where they really struggle to connect the ipg while using the communicator. They would keep the communicator still on the spot where they pick it up, and then it would continue to ask to retry? Rep inquired about depth, and possible fluid in pocket. They mentioned the surgeon is experienced, and most communicate easily but some keep asking to retry. Rep further stated that the patient in question was implanted in (B)(6) 2023. Rep can pick up patient¿s ins and program it as well as do an impedance check which shows the system is working properly with no impedance. Patient can also feel their stimulation. The only problem rep experienced was that the device often required to retry the connection even if they held it in place and did not move. The patient also complained about often struggling to connect. Patient now also state that their system is not working properly after the shock they had in the shop, because it is asking to retry to connect often. Again, patient is feeling their stimulation and rep was able to control the patient¿s system. Patient is on very low stimulation energy levels, which was said to have been a possible reason to the shock or sensitivity to the stimulation. Moreov ER, patient is working in the correct app. There is no redness or swelling, but patient is complaining of discomfort and pain in the area of the device and down leg, not sure if there is fluid around the device. Because of the difficulty to connect patient claims their systemis not working properly after the shock and that it needed to be replaced. Rep advised patient to go through medical insurance. Rep stated the device is working.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced a severe electric shock as they were was doing shopping and entered one of the shops in the mall. It was a shock through their body when they entered one of the shops. (It was only in the one shop.) The patient walked into a shop and it might be the theft detectors/magnet that triggered the shock. Patient said it was quite severe and they felt it from the device trough their body into leg. They were now scared that it can happen again. Patient is also asking if the device can cause damage to tissue as it is sensitive at the device site. The device is working and they can feel the stimulation. The patient is on very low stimulation and might be more sensitive to the stimulation. They were complaining about sensitivity in the area and is unsure if any damage was caused by the shock. The patient was asked to switch off the device until the sensitivity is better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.